Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump was then running correctly. No further assistance needed. No additional information available.